Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to treat a walled-off pancreatic necrosis during a walled-off necrosis (won) drainage procedure performed on (B)(6) 2025. During the procedure, ablation could not be successfully initiated despite three attempts. Upon removal of the entire hot axios device, it was observed that the tip had been burned and melted, and the internal iron wire was both burned and broken. There were no patient complications as a result of this event.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been corrected. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to treat a walled-off pancreatic necrosis during a walled-off necrosis (won) drainage procedure performed on (B)(6) 2025. During the procedure, ablation could not be successfully initiated despite three attempts. Upon removal of the device, the distal tip was found to be burned and melted, with the internal iron wire visibly burned and broken. Electrocautery was partially effective, resulting in a small area of tissue burn. The same active cord, generator, and settings were used throughout the procedure, although a new hot axios device was later used to complete the treatment. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to treat a walled-off pancreatic necrosis during a walled-off necrosis (won) drainage procedure performed on (B)(6) 2025. During the procedure, ablation could not be successfully initiated despite three attempts. Upon removal of the device, the distal tip was found to be burned and melted, with the internal iron wire visibly burned and broken. Electrocautery was partially effective, resulting in a small area of tissue burn. The same active cord, generator, and settings were used throughout the procedure, although a new hot axios device was later used to complete the treatment. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Electrical inspection related to the continuity between the rf connector and the distal rf electrode was performed, and continuity was confirmed. A visual examination of the returned device revealed that the ceramic nosecone was broken, and the outer sheath was bent. Microscopic inspection was conducted to assess the extent of damage to the ceramic components and the structural integrity of the sheath. No other damage was noted to the stent or the delivery system. Product analysis did not confirm the reported event of cautery delivers energy intermittently. Taking all available information into consideration, the investigation concluded that the broken ceramic nosecone and bent outer sheath were likely due to factors encountered during the procedure. Lesion characteristics, device handling, and/or the technique used by the physician may have limited the performance of the device and contributed to the reported event. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.